Event description:
Consultant reported during a posterior lumbar interbody fusion (plif).procedure the t-25 stardrive shaft bent. Surgeon selected another shaft and completed the procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was used for treatment, not diagnosis. A device history review was conducted and it was found that there were no ncr''s issued during manufacturing of the subject part. The product development evaluation revealed the design indicates that it is acceptable for the intended use and examination of the part shows that it has been used off-axis without the torque limiting handle. Therefore the complaint is invalid. Placeholder.